Manufacturer narrative:
Follow-up on 24-oct-2016: no further information via questionnaires could be obtained. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that hsg (hysterosalpingogram) was performed which result showed essure extending into the uterine cavity. She had severe pain and passed a piece of metal. An ultrasound was performed and the result showed essure extension into the cavity wall of the uterus; device was still attached to the wall of the uterus (seen as embedded device). A piece of it broke off according to the physician. Essure will be removed. The event embedded device is listed in the reference safety information for essure. Device breakage was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that possibility micro-insert breaking is an anticipated event; it was amended to listed. In this case, the exact date and mechanism of embedded device and device breakage were not known. However, based on their nature, a causal relationship with suspect insert cannot be excluded. This case was considered an incident, due to the serious injury reported and since device removal will be performed. Additionally, non-serious events were reported. According to product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 14-jul-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent sterilization. Patient had a failed ablation 5 years ago for irregular periods. Patient was taking hormones. On an unspecified date, hsg (hysterosalpingogram) showed essure extending into the uterine cavity so the patient in early april had severe pain and passed a piece of metal. The patient and the doctor think the metal piece was essure. She was still having irregular bleeding, so hcp (health care professional) adjusted the hormones. Ultrasound done on (B)(6) 2016 and showed essure extension into the cavity wall of the uterus; device was still attached to the wall of the uterus. A piece of it broke off according to the physician. Provider is planning on removing the essure. Follow up information was received on 03-aug-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: the essure is made upon a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that hsg (hysterosalpingogram) was performed which result showed essure extending into the uterine cavity. She had severe pain and passed a piece of metal. An ultrasound was performed and the result showed essure extension into the cavity wall of the uterus; device was still attached to the wall of the uterus (seen as embedded device). A piece of it broke off according to the physician. Essure will be removed. The event embedded device is listed in the reference safety information for essure. Device breakage was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that possibility micro-insert breaking is an anticipated event; it was amended to listed. In this case, the exact date and mechanism of embedded device and device breakage were not known. However, based on their nature, a causal relationship with suspect insert cannot be excluded. This case was considered an incident, due to the serious injury reported and since device removal will be performed. Additionally, non-serious events were reported. According to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is being sought.